Manufacturer narrative:
Panoscreen I and ii, lot 04979 was expired when complaint was received. A DHR review was performed for panoscreen I and ii, lot 04979: the reactivity of the d and c antigens was confirmed on cell I in bulk testing by the red cell dept. The reactivity of the d and e antigens was confirmed on cell ii in bulk testing by the red cell dept. The reactivity of the d and c antigens was confirmed on cell I in product release testing by the qc dept. The reactivity of the d and e antigens was confirmed on cell ii in product release testing by the qc dept.

Event description:
Customer reported unexpected negative reactions when testing a patient sample with pansocreen I and ii. Repeat testing also resulted negative. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.